Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The caller stated that the wheel locks are not holding.